Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that at the top of reservoir their was small air bubbles and the size of the air bubbles was champagne soda pop small bubbles. Customer's mother also reported that bubbles were not removed successfully. Customer's blood glucose level was 18 mmol/l. Insulin pump will not be returned for analysis.